Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, his spouse found him when his blood glucose was 40 to 45 mg/dl and treated by giving him juice. Customer declined for troubleshooting for the low bgs. Customer was inquiring why customer spouse didn't receive text message informing her customer was experiencing a low blood glucose event. Customer was having issues logging on to carelink was advised to call back when spouse was home so they can determined what occurred. Customer is not returning the insulin pump for analysis.